Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, enterocele, rectocele cystocele on (B)(6) 2010 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, bowel problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal colpopexy with sacrospinous ligament fixation of the vaginal cuff, anterior and posterior colporrhaphy, enterocele repair, and cystourethroscopy due to sui, pop, enterocele, rectocele, and cystocele.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced pain, recurrence of urinary/ bowel incontinence, infections and bleeding.(B)(4).